Manufacturer narrative:
Reliability analysis inspected 1 opened reservoir and performed manual prime test using a new lab infusion set along with pump. The reservoir passed per spec. No occluded anomaly was observed during analysis. The pump cannot test or reproduce skin irritation in lab. Inspected 3 random sealed reservoirs and performed manual prime test using a new lab infusion set along with pump. All 3 reservoirs passed per spec. No occluded anomalies were observed during analysis. The reservoir cannot test or reproduce skin irritation in lab. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 23.8 mmol/l. The customer stated that they had symptoms such as thirst. The customer treated for the high readings. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime. The customer was advised of the 2 high blood glucose rules.